Event description:
It was reported that the pt had complained of no efficacy since implant. The healthcare provider performed a dye study. It was determined that the pump had flipped. The pump and pocket were surgically corrected. Another dye study was successfully performed and it was noted that the catheter had completely migrated from the spine. The distal tip of the catheter was surgically revised. Per the rptr, the pt was unharmed before and after the procedure. The pump was functioning normally. The device system was used to deliver compounded baclofen.

Manufacturer narrative:
(B)(4).